Manufacturer narrative:
Other relevant device(s) are: product ID: neu_unknown_cath, serial/lot #: unknown. Citation: joshi, m., bruel, b.m. Intrathecal baclofen failure due to migration of a c3 catheter tip. Nans. 2019. If information is provided in the future, a supplemental report will be issued.

Event description:
Citation: joshi, m., bruel, b.m. Intrathecal baclofen failure due to migration of a c3 catheter tip. Nans. 2019. Summary: case description: (B)(6) male with cervical hemidystonia, spastic hemiplegia, and seizure disorder s/p resection and xrt of pilocytic astrocytoma. Treated with itb for past 7 years, pump replaced 2 years prior to presentation. 1 year after replacement, had worsening spasticity again and parents suspecting itb malfunction. Also having increased absence seizure activity. Emg h-reflex present ¿ consistent with absence of systemic baclofen. Imaging showed absence of intrathecal catheter at insertion or terminus. 50mcg baclofen directly instilled into intrathecal space. Tone assessed at 1, 2, and 4 hours post-procedure confirmed significant improvement of tone and range of motion. Pump filled with preservative-free saline, tone managed with chemodenervation. Reported event: 1 year after replacement, had worsening spasticity again and parents suspecting itb malfunction. Also having increased absence seizure activity. Emg h-reflex present ¿ consistent with absence of systemic baclofen. Imaging showed absence of intrathecal catheter at insertion or terminus.